Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the infection and no issues were found. Additionally, no issues were found that could cause pain during insertion. Although the investigation found no evidence of any damage, the reported events could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the after wearing the pod on the leg between 36 and 48 hours, the site was painful, infected with a purulent abscess and high blood glucose (bg) levels reaching above 300 mg/dl. The patient visited the emergency room (ER) and was diagnosed with cellulitis, the site was drained and the patient was prescribed cephalexin and doxycycline hyclate. The patient was at the hospital for an hour and a new pod was applied.